Event description:
On (B)(6)/2009, pt reported her infusion device stopped responding to all button presses on (B)(6)/2009. She stated she removed the battery hoping that would help. Pt reported she reinserted the battery and got an e8 (power interrupt) alert. Pt stated she could not see a key lock on the screen, only the e8 alert. Had her remove and reinsert the battery and try pressing the menu button to see if she could unlock the keys but the e8 continued. Had her do the same but only pressing the check button to see if she could confirm the e8 but the e8 continued. Pt reported she is currently on injection therapy as she does not have a backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.